Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was having irregular heart beat complications. They stated that when the patient went to the doctor's office, the doctor had the patient place their cellular phone on the device and stated that whatever the cell phone did caused the patient's implantable pulse generator (ipg) to "slow down". The cellular device was noted to be causing interference with the ipg per the patient's spouse. The device remains in use. No patient complications have been reported as a result of this event.